Manufacturer narrative:
Multiple attempts for the device serial number were made, however no response was received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has been having low voltage alarms while hooked up to the mobile power unit(mpu). The log files were reviewed and captured a no external power event on (B)(6) 2019. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no interruption in pump support during these events. The low battery advisories in this log file all occurred while on battery power & are due to normal battery depletion. Low battery advisory & hazard alarms are not related to the percutaneous lead. X-rays of the percutaneous lead were unremarkable. There were no other unusual events recorded in the log file. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power events while connected to an mpu, was confirmed in the submitted log file. No product was returned for evaluation. The log file contained approximately 14 days of patient event data. Per the log file, the patient appeared to be properly managing their external power sources. The mpu was being used for extended rest periods (sleep) and fully charged batteries were being used for power source replacements. There was one brief loss of external power event ¿ lasting at most two minutes. The controller operated on backup battery power during the event. The mpu was the power source before and after the event. Requests (good faith effort requests) for additional loss of external power event information were sent to the customer; no additional information regarding the event was received. The reason for the loss of external power event was could not be determined from the log file. No further information was provided. The manufacturer is closing the file on this event.